Event description:
During a laparoscopic bilateral salpingo-oophorectomy the ez35w stapler would not open after firing acrossed the fallopian tube. A second ez35w stapler and refill were opened to complete the case. The fallopian tube was stapled and cut on either side of the original stapler. The original stapler could then be removed. There was no consequence to the pt. No buttressing material was used.